Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician at a user facility called in to technical support to report an ultrafiltration (uf) removal too low issue that occurred while a patient underwent a routinely scheduled hemodialysis (hd) treatment on a 2008k2 hd machine. The machine was programmed to remove 6000 milliliters (ml) during the entire course of the patient's treatment, however, a fluid loss of approximately 2800 ml was documented. Although the 2008k2 hd machine showed the total uf removed to be 6000 ml, the user facility found that the difference between the patient's pre- and post-treatment weights to be approximately 2800 ml. There were no reported diagnostic messages or audible alarms. The unit passed its pressure holding test (pht) prior to the start of the patient's treatment. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Additionally, follow-up information provided by the clinic manager revealed that there was "no error with the method of weighing in, no potential patient error and the scale was calibrated."

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up provided by the clinic manager revealed that the on-site biomedical technician did perform some repairs/adjustments on the machine, but was not able to provide specifics. The clinic manager also stated that there was no error with the method of weighing in the patient, there was no potential patient error, and the scale was calibrated. Although requested, no details have been provided related to the machine repair/service activities. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.